Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient developed a hematoma at the ipg pocket site. As a result, the site was drained. There have been no reports of further complications regarding this event and the patient is currently using the device to find effective pain relief.